Manufacturer narrative:
Results of investigation: the device, intended for use in treatment, were returned for evaluation. A visual inspection was conducted and confirms the spring is missing from the device. The spring was not returned with the device. All other pieces of the devices were returned. This device shows signs of significant wear/use. The lot number was not able to be read on the device. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. This device is a reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Event description:
It was reported that the reamer handle was found to be broken during a routine efip inspection. It is missing the spring. There were no reported problems from any cases. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.